Event description:
The subject device was returned to an olympus service center with no alleged complaint. Reportedly, the device has not been used and reprocessing was possible. Upon inspection and testing of the returned device, there was white residue found inside the air/water channel and air/water cylinder unit. There was no report of patient or user injury due to the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
In addition to the white residue found inside the air/water channel and cylinder unit, additional evaluation findings were as follows: there was water leakage due to deformation of the up/down knob and a crack on the suction body, there was discoloration on the air/water cylinder and the suction cylinder, the switch box had a scratch, the right/left knob and plastic distal end cover were shaved, the bending tube was deformed, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material blocking the air/water nozzle appeared to be a white substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, it is possible that the observed leak resulted in improper reprocessing. The event may be detected/prevented by following the instructions for use section which state: ¿- inspection of the air-feeding function¿ ¿- inspection of the objective lens cleaning function¿ ¿- do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.